Event description:
It was reported that during a knee procedure using a topaz microdebrider icw wand, the wand was working only intermittently. The procedure was stopped and rescheduled for another day, as no backup device was available. There were no pt complications reported as a result of this event.